Event description:
It was reported that during a breast biopsy, after 4 samples were retrieved, the physician noticed that the front thumbwheel and the rear rotation knob spun by itself. They did not receive any error codes when this occurred. During troubleshooting, the tech used the sample probe and the probe initialized properly, but it was noticed that when they changed to the sample mode, the cutter was not spinning. The physician was attempting to biopsy calcifications and there were no calcifications in the 4 specimens retrieved. The case was stopped and the pt wa rescheduled for a follow-up biopsy procedure. The pt was sent home under normal post biopsy instructions.

Manufacturer narrative:
Info anticipated, but unavailable at this time.